Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) has a broken cable . There was no patient involvement reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) found fault diagnosis. Broken part is estimated (it is not part of the spare part of the equipment, it is an accessory). Fault diagnosis. The broken part is budgeted.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, d1, d4 (version or model #, catalog # and unique identifier (UDI) #) g3, g6, h2, h10.

Event description:
N/a.